Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced a bent cannula which led to high blood glucose level. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) -2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was over 800 mg/dl and had moderate ketone levels which the healthcare professional assessed as dangerous/life threatening. She experienced kidney damage and urinary tract infection due to the event. Moreover, the infusion set had been used for 3 days and the site location was her abdomen. Further, she was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment. On (B)(6) 2023, the patient was released from the hospital. Previously, on (B)(6) 2023, the patient faced this similar issue. Therefore, they replaced the infusion set and resumed inulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.